Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the system was not in clinical use. The wireless connection with the base station was re-established after replacing the wireless footswitch and the base station. Intermittently the wireless connection between the base station and wireless footswitch is lost and the base station or footswitch remains in error mode. When the base station or footswitch is in error mode it blocks x-ray switching functions by means of the wireless footswitch. Other options like the wired footswitch or hand switch can still be used when available. Philips has initiated a medical device correction (z-2485-2023). The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the wireless foot switch had a problem. No user or patient harm has been reported.